Manufacturer narrative:
On (B)(6) 2019, 08:35:52, mannl3: dtba1d1 crtd, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing and noise was observed on episodes; an alert was triggered. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.